Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
Since (B)(6) 2014, the pt has no access to sound with the cochlear implant. No specific trauma was reported. The pt had developed good speech and language with her implant. Re-implantation is being considered.